Manufacturer narrative:
The customer reported that the display of the rns (remote network system or remote monitoring system) was blank. When the customer rebooted the device, the display failed to turn on. The customer used another display for testing and it worked. A replacement monitor was shipped to customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the display of the rns (remote network system or remote monitoring system) was blank. When the customer rebooted the device, the display failed to turn on. The customer used another display for testing and it worked.